Event description:
There was overinfusion. The device did not regulate the flowrate, but it allowed the medicine to run freely.

Manufacturer narrative:
"Not returned to MFR" has been deleted since an evaluation has been performed on other related samples. The customer indicates that the rate controlled device failed to regulate the flow of the infusion. The customer has not sent any faulty unit related to this complaint and for this reason we can't perform an exhaustive evaluation of the defect detected. In all the complaints reported, it is necessary for us to have the faulty unit in order to do a more accurate evaluation of the possible causes of the detected defect. The batch of the affected lot number has been reviewed and no incidence similar than the reported one was detected in the controls done during the manufacturing process nor in the control done before the release of this product. Units of the same lot number than the affected one kept at leventon as a representation have been analysed being submitted to a visual inspection and to flow rate stability test. None of the evaluated units have shown any kind of anomaly in the stability of the flow rate. We have not been able to reproduce the defect reported by the customer in the units kept at leventon. It would be useful to have the faulty unit related to this complaint in order to perform a more exhaustive evaluation.